Event description:
On (B)(6) 2011, pt reported the infusion device displayed e4 occlusion and ab bolus canceled errors when he attempted to bolus 2.5 units. Pt removed the infusion headset and noticed there was wetness on his clothing and at the infusion site. The infusion site was leaking. Blood glucose elevated to 259 mg/dl and target blood glucose is 120 mg/dl. He delivered boluses to correct his hyperglycemia. Pt changed the headset and there was no infection or swelling at the site. The infusion cannula was not bent or kinked. The headset had been in use for 1 day. Infusion set was requested for eval. F/u was completed with pt, and he reported blood glucose had returned to normal. He was not sure if the insulin leaked from his body or from the infusion set, but he did not notice any damage to the infusion set that would have caused the leak. The pt did not require treatment from a health care professional or second party to address the issue.